Event description:
It was reported the pt is not receiving effective cervical stimulation in addition to receiving unintended stimulation in her hand. F/u identified reprogramming was unsuccessful. Subsequently, the pt underwent surgical intervention to have the cervical scs lead and extension removed which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.